Manufacturer narrative:
H3 other text : customer requested remote service.

Event description:
It was reported to philips that the device beeps / alarms continuously. The customer worked with the technical support representative. The customer confirmed problem and device needs a high voltage capacitor. Upon conclusion of the evaluation, it was determined that the high voltage capacitor requires replacement. A high voltage capacitor is being sent to customer for their installation. No further action at this time.

Event description:
It was reported to philips that the device beeps / alarms continuously. There was no patient involvement.